Event description:
It was reported that during a prostate procedure, the fiber tip was observed to twist (rotate within the cap) at 33,000 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the beveled edge; devitrification was observed at the output window. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus was also observed on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The circumferential may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.